Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 22g x 0.75in safestep infusion set was returned for evaluation. An initial visual observation revealed use residue in the sample. The safety mechanism was observed to be activated, and the needle was slightly bent. The adhesive application site appeared to have an indent. A microscopic observation revealed bubbles in the adhesive fillet within the needle housing. No sealing was observed around where the needle exits the housing. When pressurized and flushed with dye water, the infusion set revealed a leak where the needle exits the housing. These findings suggest the inadequate adhesive application within the needle housing caused a compromised seal, leading to leakage under pressure. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that leakage was found at the base during injection. No harm to patient reported. It was reported this occurred with five devices. This report addresses all five devices. No further information provided.